Event description:
It was reported that the 25khz straight tip was being used in a procedure when the tubing kinked and caused the tip cover to melt. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Disposed of.